Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not be returned for analysis as it was completely used in the patient; therefore event cause could not be reliably determined. However, based on the reported information, the physician did not control the onyx reflux resulting in onyx retrograde flow over the proximal marker band of the detachable tip on the apollo microcatheter. Per onyx les instruction for use: "do not allow more than 1 cm of onyx les reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx reflux or prolonged injection time may result in difficult catheter removal and catheter entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long term effects of an entrapped catheter that is left in a patient is unknown, but could potentially include clot formation, infection, or catheter migration." Please reference MDR 2029214-2017-00393 for the apollo referenced in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during onyx embolization procedure there was reflux slightly above the detachment zone on the catheter. When removing the apollo micro catheter, the tip would not detach. The reflux inhibited the detachment. When pulling with higher force, the apollo detached at a more proximal location (approximately 10 cm from the tip). The patient was receiving onyx embolization to treat a fistula located in the frontobasal ethmoidal branch of the ophthalmic artery. The vessel tortuosity was moderate to high. The access vessel and diameter was via the ophthalmic artery approximately 1 mm in diameter. There was no friction or resistance during delivery of the onyx and the injection rate was 1 ml/30 minutes. The remaining part of the apollo was fixed at the height of the carotis syphon by using a 5 x 25 stent. The patient was placed on dual platelet therapy due to securing the piece of the apollo with a stent. The angiographic evidence post procedure was a successful embolization. There were no neurological symptoms associated to this event.

Manufacturer narrative:
Unique identifier (UDI) #: - additional information. Device mfg date: - additional information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.